Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturing representative regarding a patient with an implantable neurostimulator (ins) for chronic pain. It was reported that the skin around the device became thin and the device was exposed outside of the body. The device was explanted completely. The abdomen was cleansed and debridement was performed. The incision was closed and dressed. The lead was disconnected from the device and disinfected and sterilely returned to the insertion site in their back. The patient reported to their physician that the device was exposed, but the cause was unknown. The issue was resolved at the time of the report. No further complications were reported or anticipated.